Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the scope was used during a case. One of the operators noticed that the image was too dark and so, has asked the circulator to set the scope at maximum light strength. The scope generated too much heat and had caused burn on the drapes. Additionally, the patient had superficial burn on the abdomen. Since injury to patient occur, this case is reportable.

Manufacturer narrative:
Foreign particles are clearly visible in the rod lens system, which may have been caused by mechanical damage. The distal area shows scratches and mechanically caused impact marks.the customer's statement that the light output was set to maximum because the image appeared too dark during the procedure can be explained by the damaged light fibers caused by the crushed shaft.in our coresponidng IFU telescopes in laparoscopy , we clearly indicate the correct handling and inspection of the optics to avoid possible damage or injury to patients, users, or third parties. These points were obviously not observed, resulting in the optics overheating and the patient being burned. Based on the information provided by the customer and the results of the investigation, it can be assumed that this was a user error and not a production/manufacturing defect the event is filed under internal karl storz complaint ID: (B)(4).